Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, analysis is unable to confirm blood at site due to the insertion needle was not returned, also unable to confirm adhesive anomaly due to the sensor was returned opened and used.

Event description:
The customer reported via phone call that the sensor needle broke. The customer's blood glucose was between 80 to 100 mg/dl. He stated that for the last few days, the sensor triggered failed sensor alarms and had inaccurate readings. He also noted that he sweat through 2 sensors in one day, stating that he had cleaned the site with deodorant before adhering the device. He stated that while loading the sensor, the needle came off. He stated that he had disconnected the sensor from the needle while it was in the inserter but had not pressed the serter button; he stated that he was unsure what occurred. He also noted blood at the sensor insertion site, stating that he may have hit the site. He declined to troubleshoot the issue and requested replacement of the sensors.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.